Manufacturer narrative:
A review of the device history records for this device did not reveal any non-conformances.

Event description:
It was reported that an m6-c was removed due to radicular pain. The patient is clinically well.

Manufacturer narrative:
This device did not experience mechanical failure. The device was removed one week after implantation. The radiographs appear to show the device at c6/7 kyphosing post-implantation but no pre-operative radiographs were provided thus it was not possible to assess the potential role of surgical technique based on the provided information. The device was not in situ long enough to have achieved fixation. The manufacturing records were reviewed and there were no non-conformances associated with the lot. The device met the m6-c product specification including the axial stiffness and flexural resistance specifications and the device x-ray inspection criteria. The risk management files were reviewed and no new risks were identified in the available reported information for this pe that require any changes to the current fmea, risk analysis, or labeling.